Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging his one touch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2014 at 7:30 am the patient stated he developed symptoms of ¿cold sweat and light headed¿. At 11:00 am that same day, the patient tried testing his blood glucose with the subject meter but it would not power on. The patient manages his diabetes with oral medication (unknown type), diet, and exercise and denied taking any action in regards to his normal diabetes management as a result of the alleged issue. On (B)(6) 2014 at 9:30 am the patient went into the emergency room (ER) and a health care professional (hcp) treated him with insulin (unknown type and dosage). At 11:00 am that same day, the patient mentioned that his blood glucose was tested and he obtained a reading of ¿349 mg/dl¿ with the ER/hospital meter. At the time of troubleshooting, the cca documented that there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (11/13/2014). The patient¿s meter has been returned on 10/28/2014 and evaluated by lifescan product analysis on 11/4/2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination at all buttons. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.